Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported a blood glucose (bg) level of 470 mg/dl with high level of ketones. Customer used manual injections to bring bg level back down. It was confirmed that the customer will continue to use manual insulin injections as alternate insulin therapy.